Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (64 mg/dl). Reportedly, the customer over estimated the amount of carbohydrates they were going to consume when delivering a bolus. Customer drank juice to bring bg levels to target range.